Event description:
It was reported that the pt underwent a revision surgery in 2007 to remove and replace a broken rod. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. Unable to determine cause of the event.